Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because a patient contacted lifescan alleging that the subject meter read inaccurately erratic compared to the same meter. The patient reported blood glucose results of "95 mg/dl" and "186 mg/dl" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. The issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strips involved with this complaint failed testing. The test strips failed for control solution high. The meter passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.